Event description:
Event description guidant received information that following this patient's device changeout, this system was experiencing high impedance (>2500ohms) and high threshold measurements. Interrogation of the lead revealed no visible lead issues with appropriate results with the psa. Issue could possibly have been loose set screws. The lead was reconnected to the device, re-tested and the pocket was closed.